Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving saline in minimum rate mode via an implanted pump. The indication for pump use was other chronic/intractable pain (trunk/limbs) and non-malignant pain. On (B)(6) 2018 it was reported that a pump alarm was heard and confirmed by telemetry. The alarm was due to low battery reset occurred, reset occurred, and safe state occurred on (B)(6) 2018. The pump had only been delivering saline at the time of the event. The hcp wanted to program the pump to off state, so the pump off password was provided. No patient symptoms were reported. No further complications were reported/anticipated.